Event description:
Implant did not achieve osseointegration after 5 months, augmentation procedure was preformed with cortical cancellous bone.

Manufacturer narrative:
Consumer reported no osseointergration.